Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that shock impedance measurements for this right ventricular (rv) defibrillation lead gradually increased to 122 ohms. The root cause was suspected to be related to calcification on the shocking coils. A lead revision procedure was scheduled, however, was cancelled due to patient related factors. Shock impedance measurements were noted to be 115-116 ohms. A new procedure will be planned on an unknown future date. Available information does not suggest that any procedures have been scheduled or performed at this time. No adverse patient effects were reported. This device remains implanted and in service.